Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: foreign body in pt. It was reported that the procedure took place on (B) (6) 2010, the target vessel had mild tortuosity, but no calcification. A xience v stent dislodged in the body. Prior to the xience v, the physician had already implanted an unspecified stent in the left anterior descending (lad) during this procedure. The next target lesion was in the obtuse marginal. He predilated the lesion then went in with the xience v, but it would not cross the lesion. He removed the xience v and ballooned the lesion again. He went back in with the xience v, but still could not cross the lesion. When he was removing the stent delivery system (sds) the second time, the stent dislodged in the left main coronary artery. It was surmised that a stent strut may have caught on the guide catheter. He went in with a maverick balloon and was able to get the balloon inside the dislodged stent. He then inflated the balloon and expanded the stent on the balloon. He was removing the stent with the non-abbott balloon and reached the introducer sheath when it dislodged again in the descending aorta. It is surmised that the stent caught on the sheath, went distal and remains in the pt's body. The stent could not be found. There was no adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). Re-insertion. (B) (4). Eval summary: failure to advance and difficult to remove an undeployed stent can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support. Additionally, stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the pt anatomy, lesion and/or accessory devices. In manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter; and a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, there were no reported issues or stent damage during removal of the protective sheath or preparation for use. The product was not returned, which may have aided in the eval. Although the obtuse marginal lesion had mild tortuosity and no calcification, it was possibly stenosed enough to contribute to the initial reported failure to advance. The xience v sds was removed from the anatomy, and then, after another lesion dilatation, was advanced again. It should be noted that the xience v instructions for use (IFU) states: "an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter." During the second attempt to advance, re-insertion through the guiding catheter likely damaged and/or loosened the stent implant. The damaged and/or loosened stent likely interacted with the anatomy and accessory devices contributing to the second failure to advance, difficulty to remove through the guiding catheter and introducer sheath, and ultimately, the stent dislodgement into the anatomy. As the dislodged stent could not be found, it remains in the pt anatomy. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In this case, the reported complaint appears to be related to the reported re-insertion and operational context of the product, and there does not appear to be any indication of a product quality deficiency.